Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp had an continuous alarm sound when the power is off (B)(6), generated when the ac plug is connected.

Event description:
N/a.

Manufacturer narrative:
Date of event updated :04/25/2023.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp had an continuous alarm sound when the power is off (4/25), generated when the ac plug is connected. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional fields: e1(event site state: 45, event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) facing "continuous alarm sound when the power is off" issue. Customer reported that continuous alarm sound when ac power is connected. A getinge field service engineer (fse) replaced the power management board (d670-00-1162), and confirming that it operates normally, it was returned to the customer. No patient was involved there, no harm reported. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The iabp would alarm when it was powered off and plugged in. Fat was able to replicate and verify the reported issue. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The supplier tested the board and no abnormalities were found. "The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.